Manufacturer narrative:
G4:10mar2021. B4:13mar2021. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 21dec2020.

Event description:
The customer reported that the unit has a primary alarm failure. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that the unit has a primary alarm failed, and a power speaker failed error code. The product support advised the customer to check/replace the speakers and if that does not resolve the issue, then replace the cpu (central processing unit).